Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. Post-procedure, the patient complained of chest pains. It was found via transthoracic echo that the patient developed pericardial effusion, upon which a pericardiocentesis was performed. Perforation of the right atrium was identified. No further intervention was performed. The patient was stable.